Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a sigmoid resection procedure. Reportedly, the handle broke when the instrument was fired. The surgeon manually performed an anastomosis to complete the procedure. The hosp has reported no pt injury occurred.